Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was explanted from the patient's right eye due to patient dissatisfaction. It was indicated that the implanted lens diopter was too high. There was no indication that the patient was unable to perform daily activities following the initial procedure. There was no procedural delays during the explant procedure and no unplanned vitrectomy was performed. It is unknown whether medications outside the standard of care were prescribed or whether incision enlargement or sutures were required. The patient did not seek additional medical attention and was reported to have fully recovered. The account indicated that the instructions for use were followed. No further information was provided.

Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.